Event description:
It was reported that a flo-gard infusion pump had a broken door latch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged door latch was identified during visual inspection. A review of the alarm log revealed a door open alarm. The cause of the door open alarm was determined to be the damaged latch roller. The cause of the damaged latch roller was not determined. To correct the condition, the latch roller and door were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.